Manufacturer narrative:
Investigation summary the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed a crease/fold on the anterior view. Additionally, a tear was identified within the crease measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced right-sided grade iii/IV capsular contracture and bilateral rupture postoperatively. The diagnosis of the right capsular contracture and rupture was confirmed by a healthcare professional. As a result, the patient underwent bilateral explantation on (B)(6) 2021. On (B)(6) 2021, mentor received two breast implants for this event. On (B)(6) 2021, both devices were observed to be ruptured due to normal wear upon examination. Therefore, it was determined that the patient experienced bilateral rupture this report is for the left-sided prosthesis.